Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in an adult female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginitis, vulvovaginitis, abdominal pain, polymenorrhoea, perineal pain, blood pressure increased, uterine bleeding, chronic vulvitis, atypical squamous cells of undetermined significance, menorrhagia and abdominal pain. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("mental anguish "), infection ("infections "), depression ("depression ") and pain ("physical pain"). The patient was treated with ablation procedure. At the time of the report, the menstrual disorder, pelvic pain, anxiety, infection, depression and pain outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device successfully occluded. Mammogram - on (B)(6) 2010: no mammographic evidence of malignancy continued annual surveillance is recommended. The decision regarding biopsy of a palpable abnormality should be based on clinical grounds. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received. Reporters information updated. Lot no. Were added. Medical history , lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('menstruation issues') in an adult female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included hypertension since (B)(6)2017, vaginitis, vulvovaginitis, abdominal pain, polymenorrhoea, perineal pain, blood pressure increased, uterine bleeding, chronic vulvitis, atypical squamous cells of undetermined significance, menorrhagia and abdominal pain. Concomitant products included ascorbic acid;calcium pantothenate;copper gluconate;cyanocobalamin;folic acid;levoglutamide;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc (clinicians nsaid support) since (B)(6) 2009, hydrochlorothiazide since december 2017 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), anxiety ("mental anguish"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), infection ("infections"), pain ("physical pain"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (ablation procedure). At the time of the report, the menstrual disorder, pelvic pain, anxiety, infection, depression, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, fatigue, bladder disorder, urinary tract disorder and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, hypersensitivity, infection, menorrhagia, menstrual disorder, pain, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was(B)(6)2009. Plaintiff was treated for bladder/urinary problems. Discrepancy noted in insertion date as (B)(6)2009 and (B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion.. Mammogram - on (B)(6)2010: no mammographic evidence of malignancy continued annual surveillance is recommended. The decision regarding biopsy of a palpable abnormality should be based on clinical grounds. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: pfs received. New events "allergic reaction and bladder/urinary problems" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("mental anguish "), infection ("infections "), depression ("depression ") and pain ("physical pain"). The patient was treated with ablation procedure. At the time of the report, the menstrual disorder, pelvic pain, anxiety, infection, depression and pain outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in an adult female patient who had essure (batch no. 710563) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included vaginitis, vulvovaginitis, abdominal pain, polymenorrhoea, perineal pain, blood pressure increased, uterine bleeding, chronic vulvitis, atypical squamous cells of undetermined significance, menorrhagia, abdominal pain and hypertension since (B)(6) 2017. Concomitant products included ascorbic acid;calcium pantothenate;copper gluconate;cyanocobalamin;folic acid;levoglutamide;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;zinc (clinicians nsaid support) since (B)(6) 2009, hydrochlorothiazide since (B)(6) 2017 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), anxiety ("mental anguish"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), infection ("infections") and pain ("physical pain"). The patient was treated with ablation procedure. At the time of the report, the menstrual disorder, pelvic pain, anxiety, infection, depression, pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia and fatigue outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, infection, menorrhagia, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Mammogram - on (B)(6) 2010: no mammographic evidence of malignancy continued annual surveillance is recommended. The decision regarding biopsy of a palpable abnormality should be based on clinical grounds. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia , dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: pfs received. Plaintiff's demographic, medical history, drug information added. New events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), fatigue and hair loss added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("mental anguish "), infection ("infections "), depression ("depression ") and pain ("physical pain"). At the time of the report, the menstrual disorder, pelvic pain, anxiety, infection, depression and pain outcome was unknown. The reporter considered anxiety, depression, infection, menstrual disorder, pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.